Event description:
It was reported the device was used during a skin graft. It was reported by the surgeon to the sales rep 3 days post-op from a skin graft the pt developed at the graft area and pus developed down to the tendons. The rep reported silver nitrate was also used during the procedure. It is unk how the infection is being treated at this time.